Event description:
The wires on the chair allegedly caught fire and melted the battery boxes while the chair was charging at night. The chair is currently not working and the dealer has not ordered a recall replacement kit. Customer service is sending a kit out next day air. No injury alleged.